Event description:
It was reported that "a dissecting tool had broken off inside of a patient¿s head during a procedure. The surgeon wanted to know what the tool was made of (titanium, stainless steel, etc). We determined that the tool was made of steel ¿ not stainless steel." On follow - up, it was reported that dissecting tool broke during craniotomy procedure on (B)(6) 2014. The broken piece was removed without difficulty and the procedure was completed with another tool. There was no patient/staff impact and no significant delay. The tool was discarded and the lot number is unknown. Patient is a female.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was discarded. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.